Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, supplemental MDR will be filed.

Event description:
It was reported that in 2007 during an unspecified procedure, a device component remained inside the patient. The lesion location, percent of the stenosis, degree of calcification, and vessel tortuosity are unknown. During the procedure, the imager ii non-radiopaque tip straightener was detected in the right ipsilateral leg approximately 9cm distal to the bifurcation of a previously placed abdominal aortic graft. It is unknown if there was any attempt made to retrieve the tip straightener at this time. In june 2007, the patient underwent a successful prostatic resectional procedure. In addition to this procedure, utilizing a percutaneous approach, the physician successfully removed the tip straightener with a goose neck snare. The patient's status is unknown. It was not determined how the tip straightener had been initially left inside the patient. A request for additional information has been made.